Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she has fluctuating blood glucose levels. The most recent blood glucose reading was 400 mg/dl. The previous day he went low to 50 mg/dl; then increased to 350 mg/dl. Customer stated that he was hospitalized twice for low blood glucose last year. The current blood glucose reading is 211 mg/dl. Nothing further reported.